Manufacturer narrative:
A ge service rep performed an onsite investigation and could not duplicate the reported problem. The x-ray regulator printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a filament regulator error message. No pt injury was reported.